Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was inspected for recognition using the in-house da vinci robot system. The robot system successfully recognized the instrument, showing 2 uses left. The pogo pins did not stick and were not contaminated. The instrument was driven and moved intuitively, the grips were able to open and close. Additional observation not reported by site was a dull blade. The instrument was also placed on da vinci robot system for a latex cut test. The instrument's scissors did not cut clean through (B)(4) latex. The latex got snagged at the instrument scissors tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer reported that during the procedure the monopolar curved scissors instrument did not respond to the movements from the surgeon console. According to the information provided by the customer, the instrument was placed on the patient side manipulator (psm) arm 2 and the da vinci robot system could not recognize the instrument. No patient harm, adverse outcome or injury was reported.